Event description:
Event description cpi received information that during a routine followup, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated. Different programmers, wands and rooms were used. The ICD did not emit any tones. The ICD was explanted.